Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance 3 to 4 times due to low blood glucose. The customer goes low between 3 and 5 o'clock in the mornings. On (B)(6) 2018 the customer had unknown blood glucose levels, but they normally had blood glucose between 40 and 65 mg/dl at the time of the incidents. The customer was given food and glucagon to treat on one of the incidents. The customer experienced symptoms such as loss of consciousness on some occasions. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer stated the lows are something to do with their body. The insulin pump will not be returned for analysis.